Event description:
It was reported that the patient had a history of noise on the right ventricular lead. The patient had a fall on (B)(6) 2014 and an alert for low impedance was delivered on (B)(6) 2014. The patient was seen in office and the noise could be reproduced through isometrics. An attempt to implant new lead was unsuccessful due to patient anatomy; the patient refused extraction of the chronic lead and the device was reprogrammed.